Manufacturer narrative:
Details of complaint: the customer reported that the power supply for the display monitor on the central nurse's station (cns) had gone bad. The customer wanted to know how to bypass the power supply and get his displays back on and working again. Technical support (ts) advised them to shut down the cns tower and connect one display so the cns can recognize it as the main display. He then had him shut down the cns tower again and connect the secondary display, which re-established the dual screen setup on the cns. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: ts assisted the customer in connecting the display monitors directly into the cns, as well as re-establishing the dual screen setup on the cns. The device has been in service since 04/01/2016. A review of the history of the serial number identified no similar tickets. Based on the available information, the most probably cause of the issue is power supply failure. Possible causes of power supply failures are power surges and normal wear and tear from use. The issue is related to a power supply failure and there is no malfunction of the cns. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H5 labeled for single use h6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the power supply for the display monitor on the central nurse's station (cns) had gone bad.

Manufacturer narrative:
The customer reported that the power supply for their central nurse's station (cns) display monitor has gone bad. The customer wanted to know how to bypass the power supply and get his displays back on and working again. Nk ts advised them to shut down the cns tower and connect one display so the cns can recognize it as the main display. He then had him shut down the cns tower again and connect the secondary display. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration. Device bla. The following fields contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that the power supply for their central nurse's station (cns) display monitor has gone bad.